Event description:
Hcp reported the pt presented in acute withdrawal with symptoms of an increase in pain, diaphoresis, shakes, nausea, vomiting, and diarrhea. The pt was treated with methadone and a catapres patch. A floro xray of the pump was done twice confirming a rotor stall. The device was explanted and replaced. The pt is reported to be doing great with the new pump.